Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that patient (pt) called in and mentioned previously documented information. Pt mentioned that they only see a physician from va. Pt could not connect to the ins without the recharger (rtm) connected even after reset. Agent sent request to repair to replace controller due to pairing issue.

Event description:
It was reported that they were unable to connect to the implant to control their stimulation. The patient (pt) reset the controller and was able to adjust stimulation with the recharger connected. Pt had the recharged the implant to 100%. However once the recharger was disconnected the controller could not connect to the implant after multiple attempts. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they are having problems with the recharger since last night. Patient stated they are getting no device found on the controller screen when they are trying to charge the implanted neurostimulator. Patient stated they have two implants, one on the upper right side. Patient stated they are not sure how to lock the controller screen. Patient services assisted patient with resetting the controller, after resetting, the controller power on. Patient service asked patient to inspect the recharging antenna for damage and patient said there is no visible damage on either of the recharger (rtm) cord. Patient started charging the implant and getting recharging excellent, controller 100%, implant 100% charged. Agent asked patient to connect to each implant and both implants and controller are charge up to 100% and recharging excellent. Controller could not connect to the implantable neurostimulator (ins) without the rtm cord even after resetting the controller. Agent reviewed device function and recommend patient consult with their healthcare provider (hcp) for next steps. Agent observed patient is getting upset and agent ask clarifying questions. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and meet with the manufacturer representative.

Manufacturer narrative:
Due to the patient having multiple implants, it was unknown which implant was being used at the time of the event: brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2022. Brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.